Manufacturer narrative:
H3 and h6: additional information received from the customer indicated they do not believe the pic ix caused or contributed to the patient losing consciousness. The customer clarified they had carried out testing and the pic ix was functioning properly. The customer further stated the electrodes probably disconnected when the patient fell, and they wanted to confirm that an alarm occurred for the disconnection. A philips remote support engineer (rse) obtained and analyzed the pic ix alarm logs. It was noted that three yellow alarms occurred at 07:44:20 hours, 07:51:17 hours, and 07:51:31 hours. The patient¿s heart rate was slightly higher (130) than the yellow alarm limit for a few seconds for each instance and alarms occurred as expected. A vtach alarm then followed at 07:53:16 hours, which was superseded by a higher priority fibrillation / vtach alarm at 07:53:17 hours. It was noted in the alarm log that the electrodes were disconnected from the patient at 07:53:04 hours. There was no indication of a malfunction. The rse provided this information to the customer. The device remains in use at the customer¿s site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a failure to alarm at their philips intellivue information center (piic) for a patient that experienced a ventricular tachycardia event, lost consciousness, and was found unresponsive.